Manufacturer narrative:
(B)(4). Device returned 02/19/2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a rectum resection, the pressure plate was connected and the orange marks were not visable. Eea was closed and fired. By four half turns the instrument was opened and the surgeon noticed that the anastomosis was not made. Instrument did not clamp. The distal rectum was again closed with a linear clip seam instrument and a further anastomosis was made with a new eea28. There was unanticipated tissue loss. There was no extension of op, no blood loss, no extension of incision, no change of op, no tacks fell into patient, no reinforcement material was used.